Event description:
It was reported that during a pci/stenting treatment procedure, the pt graphix guidewire fractured. The pt was asymptomatic during this event. The lesion being treated was a 75% stenostic lesion in the proximal left anterior descending coronary artery. The pt used a 6f terumo introducer sheath for vascular access, and a 6f zuma 2 jcl guide catheter to cross the lesion. A bmw universal guide wire was inserted into the first diagonal branch of the left anterior descending coronary artery. After direct stenting the proximal left anterior descending coronary artery with a cypher 3.5/18 mm stent, the physician tried to advance the pt graphix guidewire through the artery for side branch access, but was unable to. The pt graphix guidewire was withdrawn from the pt, reshaped, and reinserted three times. The fourth time the guidewire was withdrawn from the pt, the proximal portion was fractured. Both portions of the guidewire were retrieved from the pt. A whisper ls guidwire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.